Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest and subsequently expired following the use of the product in a dialysis treatment that was received on or about (B)(6) 2006. The decedent was allegedly discovered at home on the morning of (B)(6) 2006 after experiencing the cardiac arrest and expiration at an unknown time during the night of dialysis treatment or early the next morning.